Manufacturer narrative:
Investigation summary: mechanical interaction with blood (hemolysis): the pump was returned for investigation. Biomaterial was found on the returned product. No other physical damage was noted on the returned product. The pump was started in a bucket of water and the biomaterial was flushed out of the cannula. The pump then ran as expected per specifications. The cause of the hemolysis issue was most likely related to biomaterial ingestion, based on returned product investigation. Clinical symptoms (acute kidney failure): the cause of the injury was not determined due to insufficient clinical details. Device history lot device batch: device history batch subcomponent lot: na device history review the pump sn passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient developed hemolysis after 16 days on impella rp support, which is now affecting kidney and liver function. Therefore, impella rp explantation is planned for today, followed by ECMO support.